Manufacturer narrative:
(B)(4). Possible lot number of 13f18m0541 and 13f18l0377. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on potential lots provided by the customer and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. The IFU provided with this kit instructs the user, "in this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: one of the physicians reports when he threaded the catheter in place and was pulling out the guidewire, it started to tunnel back into the catheter. Reports he was able to clamp the catheter and when he started to remove it, the remaining guidewire that had broken off was in place and was removed from the catheter.